Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged: on (B)(6) 2007 - the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. Ni/ni/ni - the patient was injured. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The patient's attorney has alleged: on (B)(6) 2007 - the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. - the patient was injured. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) 2007 - patient was diagnosed with incarcerated epigastric hernia thereby underwent open repair with the implant of ventralex mesh. Per operative notes, ¿the hernia was reduced. A ventralex mesh was introduced, pulled up against the abdominal wall and sutured.¿ on (B)(6) 2016 - patient was diagnosed with small bowel obstruction, recurrent incisional hernia, right inguinal hernia thereby underwent laparoscopic converted open repair with the explant of ventralex mesh. Per operative notes, ¿small bowel stuck to the abdominal wall at the area of the previous epigastric hernia. Right inguinal hernia also noted, 80% of the mesh adhesions were reduced and the mesh was removed in its entirety. Once all the adhesions were taken down, the small intestine that stuck to the mesh and serosa had been denuded.¿ attorney alleged that the patient had adhesions, bowel obstruction, mesh migration, mesh curling, pain and hernia recurrence.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 years 1 month post implant of mesh ¿ ventralex, patient was diagnosed with hernia recurrence, obstruction, adhesions and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.